Event description:
It was reported that the patient had a hip implantation surgery and received a metasul head in 2004. Due to pseudo tumor, the pt underwent revision surgery to change the insert and the ball head. Add'l info: for data entry purposes, the first day of the first month of the year the implantation was reported will be entered.

Manufacturer narrative:
The MFR did not receive devices for review. The cause for this specific event cannot be ascertained from the info provided. When add'l info is received or the products are returned to investigation and the results are made available, an updated report will be submitted. (B)(4).